Manufacturer narrative:
The facility reported biofilm on their endoscopes. A scope from the facility was returned to medivators for additional analysis. The medivators chemistry team confirmed that there was mature biofilm growth on and in the scope. Medivators field staff visited the facility to do an analysis of their processes. It was observed that they were pre-cleaning the scope with water at the bedside instead of a detergent. The facility reported they follow olympus endoscope manufacturer's instructions which states to use water or detergent for bedside cleaning after a procedure. The facility refuses to follow to the professional society guidelines which recommends the use of a detergent for bedside cleaning. Medivators field staff is still in contact with this facility to encourage them to improve their pre-cleaning processes. There have been no reported patient illness or injury. This complaint will continue to be monitored through medivators complaint handling system.

Event description:
The facility reported biofilm build up on their endoscopes, therefore concern for patient safety if endoscopes used in procedures.